Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after a merlin.net transmission revealed high output pacing of the left ventricular lead. In clinic, the lead exhibited loss of capture at high output. It was also noted that the patient experienced dyspnea and fatigue starting in november 2014. An x-ray revealed the lead dislodged. The lead was programmed to vvi pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.